Manufacturer narrative:
(B)(4) 2013: analysis from the manufacturer is pending.

Event description:
During a routine interrogation, the patient's heart rate was found to be around 40 bpm. An attempt was made at the next appointment to decrease sensitivity on the ventricular channel. This change didn't correct the problem so the device was explanted on (B)(6) 2013.